Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that he customer received a cartridge alarm (cartridge alarm 19) during pumping. The customer attempted to reload the cartridge an received another cartridge alarm 19. While attempting to load a new cartridge a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the customer attempted to reset the pump without contacting tandem technical support and a malfunction alarm occurred. The customer's blood glucose level was 146 (mg/dl). The following day the customer received a cartridge alarm (cartridge alarm 19) during pumping. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction alarm and alarm 19 was verified. The alleged alarm 5 malfunction was identified in the pump logs; however, no failure was identified.